Event description:
Balloon was leaking while in the patient; doctor thinks that the balloon is deflating under the gastric juices, tube had to be removed because the leak was so bad. The doctor thinks the silicone is not thick enough and deflates in the stomach, then reinflates after it is exposed to air.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.